Manufacturer narrative:
The device was received for evaluation. During evaluation of a returned spectrum pump, the device was not recognizing an open door. The cause was identified to be the upper latch switch was not functioning as intended. The device was sent for destruction due to being deemed beyond economical repair (ber). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device was not recognizing an open door. No additional information is available.